Manufacturer narrative:
Patient recovered. Site assessment was updated to possibly related to antiplatelets. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one resolute onyx drug eluting stent was implanted in the lad. Approximately 7 months later the patient suffered a gi bleed. The event was treated with medication. The patient was on dapt 24 hours prior to the event. The site assessed that the event was not related to the device or the anti-platelet medication. The sponsor assessed that the event was possibly related to the anti-platelet medication and not related to study device.